Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and was informed that they tried three different vessel sealer extend instruments with the same result. The fse noted that additional troubleshooting steps were completed, but the issue persisted. Additionally, an isi clinical development engineer (cde) informed the fse that they were looking into the issue. The fse confirmed with the site that they had no further issues in their following cases. The system was working properly, and no additional action was required. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. A video recording of the procedure is available, but it has not yet been received as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, vessel sealer extend (vse) instrument was not steady when activating. The customer restarted the e100, replaced the instrument, reseated the drape, moved the instrument to another arm, and restarted the system, but the issue persisted. The technical service engineer (tse) asked whether the boom was fully extended and rotated and confirmed that it was not. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue happened when the surgeon's head was in the console. Upon activation of the vessel sealer extend instrument, it had a slight movement. The issue was resolved. They had been using it for multiple cases after without any issue. The instruments had been disposed of.